Event description:
Adverse event: interrupted procedure. Malfunction: tracking difficulty. A technician reported difficulty tracking one eye during a procedure. During the case, the tracker did not lock on the right eye properly and the surgeon put the flap down and proceeded to the patient's left eye which had no concerns with tracking. After completing the left eye, the surgeon went back to the right eye and was able to track and complete the case without any concerns. The technician speaking on authority from the surgeon, stated that the surgeon does not have any concerns of harm or injury for the right eye involved in this reported event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site visit, the tm (territory manager) could not duplicate problem. The tm performed eyetracker tests, and no problems were found. The tm performed a system verification and found it operating according to specifications. Conclusion: no root-cause was determined, as the system was found to be operating within specification. (B) (4)